Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not resterilize. - for urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had open reduction and internal fixation of the right humerus and the right ileum under general anesthesia. The patient was treated with anti swelling analgesia gastric protection antiinfection and other treatments postoperatively. The disposable sterile catheter was used for urinary catheterization on the same day and the drainage was normal. It was reported that a disposable sterile catheter to extubate was given to the patient as the doctor advised the patient to get out of bed and walk around more. It was found that the gas was not withdrawn and the drainage effect was not good and the nurse immediately reported to the urologist for treatment. The surgeon snipped the catheter and fluid flowed out followed by a normal extubation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had open reduction and internal fixation of the right humerus and the right ilium under general anesthesia. Patient was treated with anti-swelling, analgesia, gastric protection, anti-infection and other treatments post-operatively. Disposable sterile catheter was used for urinary catheterization on the same day, and the drainage was normal. It was reported that a disposable sterile catheter to extubate was given to patient as the doctor advised the patient to get out of bed and walk around more. It was found that the gas was not withdrawn and the drainage effect was not good, and nurse immediately reported to the urologist for treatment. The surgeon snipped the catheter and fluid flowed out, followed by a normal extubation. Hx: open reduction and internal fixation of the right humerus and the right ilium